Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/25/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the leg on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, and pustules, under entire patch area, which occurred 6 days after the sensor had been inserted in the leg. The patient was seen by an health care professional (hcp) and was advised to treat the skin reaction with a with a liquid antihistamine, piriton, for which a prescription is needed, but the patient received this prescription already before due to a food allergy. However, when the patient was evaluated by the hcp, the patient was advised to take this medication also when the symptoms of the skin reaction would occur. At the time of the report the patient still had redness in the area where the sensor was placed. No additional event or patient information is available.